Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 14nov2018. The customer confirmed that some keys on the touchscreen do not respond unless they are pressed in the bottom corner. The manufacturer's customer specialist walked the customer through the screen calibration; the caller reports that calibrating the touch screen corrected the issue.

Event description:
The caller reported issues with the touchscreen. No patient or user harm was reported. The event date was not specified; estimate used.